Event description:
Same case as 2134265-2013-04342. It was reported that during a percutaneous coronary intervention, removal difficulties and stent dislodgement occurred. Vascular access was obtained via femoral artery via a 7f sheath. The 90% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. After a rotational atherectomy was performed using a 1.25 burr and a 1.5 burr, a 2.25x16mm promus element plus drug eluting stent was advanced to the left anterior descending artery and a 2.5x20mm promus element plus was advanced to the diagonal of the left anterior descending artery. However, the 2.25x16mm promus element plus stent was unable to cross the target lesion. The physician attempted to remove both stent delivery systems at the same time but was unsuccessful. The physician attempted to remove the 2.25x16 promus element plus stent delivery system alone but the stent was "sheard" off from the delivery balloon to the left anterior descending artery. The dislodged stent was successfully retrieved using a non-bsc snare. A 2.5x20 promus element plus stent was readvanced and was successfully implanted in the left anterior descending artery while a 3.0x32 promus element plus stent was implanted in the proximal left anterior descending artery. The procedure was completed with no patient complications and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).